Event description:
It was reported that, during preparation, when the pedal was about to be pressed, the fiber tip burst, and the equipment stopped working. The debris shield and the fiber were replaced, the troubleshooting recommended by boston scientific engineers was performed, and the procedure was able to be completed. There were no patient complications.

Event description:
It was reported that, during preparation, when the pedal was about to be pressed, the fiber tip burst, and the equipment stopped working. The debris shield and the fiber were replaced, the troubleshooting recommended by boston scientific engineers was performed, and the procedure was able to be completed. There were no patient complications.